Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leg strap was labeled to be a medium size but inside the packaging was a small size leg strap.

Manufacturer narrative:
The reported event was confirmed as supplier-related. As per the visual evaluation, 10 of the devices were labeled small on the actual device while the packaging labels state the devices were medium. Afterward, while dimensionally evaluating the devices, ten devices were packaged as medium devices despite the fact that they were measured out to be small. All ten devices met the speciation of small devices and the 11th device meets the speciation of a medium device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. This product is purchased from kingstec technologies and the label is not available for review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg strap was labeled to be a medium size but inside the packaging was a small size leg strap.